Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. The manufacturer representative ran impedance testing at 0.7v with the results of all contact >10,000 ohms. At 3.0v all contacts were >40,000 ohms. The manufacturer representative checked all reference electrodes. Amplitude was turned up to 8.0v and the patient could not feel anything. It was reported that the patient used hd settings and only used the device sporadically. They had not noticed any therapy issues. Possible electromagnetic interference (emi) environmental exposure was reported since the patient was working with a specialist for their perineal nerve for vaginal/anal pain which was not related to this device. Treatment for this unrelated pain was reported to typically be an endoscopic procedure up the lateral side of the patient's anus which was reported to not be anywhere near the scs device. It was reported that the manufacturer representative who was reporting was not aware of the kind of treatment this was for the patient unrelated pain. It was reported that the patient had significant scoliosis. There were no falls or tra umas related to this issue. Using the clinician programmer, the manufacturer representative reported that the patient had been using the hd settings on group c. This was switched on the day of the call to group b to see if the patient could feel stimulation. The clinician programmer showed the following information regarding the settings: group b - 1.0v, 450 pw, 30 rate, using middle of both leads, greater than 4000 ohms, less than 0.065 ma and group c - 1.3v, 500 pw, 500 rate, using electrodes 0-4 and 8-11, greater than 4000 ohms, less than 0.065 ma. The manufacturer representative stated that they had already performed x-rays and everything looked fine. There was no evidence of visible fractures, disconnection, or migration. Caller states there were clear boundaries between each of the electrodes in ins header block. Additional information was received from the manufacturer representative reporting that they had found that both leads were non-functioning. The patient planned on reviewing their options the next time they saw their specialist before determining their next course of action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.